Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the distal hub cracked while line was in the patient. The patient was a toddler who was bed bound but also was picked up by mom and dad. The clinician's were pushing saline through the line when they noticed the hub was cracked. The line was rewired and replaced. Patient is fine."

Event description:
The complaint is reported as: "the distal hub cracked while line was in the patient. The patient was a toddler who was bed bound but also was picked up by mom and dad. The clinician's were pushing saline through the line when they noticed the hub was cracked. The line was rewired and replaced. Patient is fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.